Event description:
It was reported that a user experienced intermittent sensor communication with the ilet while using a dexcom g7, characterized by signal loss to the ilet only; the user toggled the ilet cgm setting between g6 and g7, reentered the g7 pairing code, observed the pairing indicator on the ilet, and the system successfully paired thereafter. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education with guided pairing steps and confirmation of successful reconnection. Investigation of this case revealed a brief sensor communication issue that resolved after reconfiguration and re-pairing. It was concluded that the device functioned as expected after standard troubleshooting and that no product correction or further action was required.